Event description:
It was reported that t2 was deployed with t1 at the same time. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device returned. The complaint stated: "it was reported that t2 was deployed with t1 at the same time." The blue split cannula was not returned. The white depth limiter was returned attached to the needle. T1, t2 and suture were returned still located within the delivery needle. This is contradictory to the allegation reported. The depth limiter has been trimmed which required advancement and subsequent repositioning of it. Suture has been exposed and ruffled slightly. The manual actuator lever was not yet fully forward. T1 and t2 were not yet positioned at the most distal location for stripping off the delivery needle tip. The functional test was successful once the manual actuator advancement lever was pushed fully forward. T1 situated itself appropriately at the tip of the delivery needle. It was manually stripped off. This was the same for t2 which stripped off with a gentle tug of the suture. Neither anchor had an advancement issue. No mechanical issue was found. No root cause related to the manufacture of the device was confirmed.